Event description:
The device was used during an unspecified procedure on sigmoid. Reportedly, the staples did not form properly. The surgeon applied another device to cpmplete the procedure. The hospital has reported no patient injury occurred.